Event description:
It was reported that during the CABG, vessel harvesting procedure that a very recently new graduate assist said halfway through firing the device jammed. The action is not smooth. The device jams and clips are malformed or will clip halfway on the vein, tearing it as the attempt is made to remove it. There was a note that stated it was not the device's fault just the tech.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2023. Unknown, assumed 1st day of month that complaint was reported. Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any bleeding? If yes, how was the bleeding controlled? What amount of blood loss mls occurred? Was a transfusion required? Was there any change to the procedure as a result of the event? What is the current patient status? Were there any patient consequences? If yes, please describe. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/11/2023. Additional information was requested and the following was obtained: "was there any bleeding? No ¿ the vessel had been harvested already. If yes, how was the bleeding controlled? Na. What amount of blood loss (mls) occurred? Na. Was a transfusion required? No. Was there any change to the procedure as a result of the event? Unknown. What is the current patient status? Discharged. Were there any patient consequences? None reported if yes, please describe."